Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a robotic laparoscopic nissen/ laparoscopic cholecystectomy procedure, the device was pulled to be used to do the lap chole part of the procedure and the device fired open clips. Clips fell into the patient but were retrieved. Another device was pulled to complete the procedure. The was thrown on the floor and then thrown away.